Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high pacing lead impedance anomaly. The physician re-positioned the lead but was unable to achieve satisfactory impedance. A different lead was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. Analysis was normal. No anomalies were found.